Manufacturer narrative:
Pump received with cracked battery tube thread and detached end cap noted. Unable to perform displacement test due to detached end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had crack near battery compartment. The customer's blood glucose value was unknown at the time of incident. The insulin pump will be returned for analysis.